Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that bone did not fully heal post-operatively and an additional surgical intervention was required to remove all hardware from the patient.

Manufacturer narrative:
The investigation concluded that the implant met specifications. From a planning perspective -the surgeon decided to make a significant advancement with the mandible without a bone graft. It is assumed that the lack of a bone graft in this situation caused the failure of the bone to heal, given the significant advancement of the bone.

Event description:
It was reported that bone did not fully heal post-operatively and an additional surgical intervention was required to remove all hardware from the patient.